Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Complaint reviewed and analysis showed no trend. Device history record reviewed. Photographic images made. Evidence that product in specification when used. Undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00129, 00130, 00131, 00132, 00133, 00134, 00135, 00137, 00138, 00139.

Event description:
Allegedly revised due to loosening.